Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) performed an instrument check, which passed. The fse determined that the instrument is running according to specifications. The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges. The investigation was unable to determine a direct root cause, as no product issue was found.

Manufacturer narrative:
The elecsys hcg+b reagent lot number and expiration date were not provided. The customer reported that the qc data prior to the event was passing. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg+b result from the cobas e 801 analytical unit for one patient. The initial result was <0.200 iu/ml, and the repeat result was 8748 iu/ml. The initial result was questioned by the doctor because it was low and did not match the patient's history.